Event description:
Description of event according to initial reporter: a 79 year old male patient underwent tevar. There was severe tortuosity in the descending aorta and the common iliac arteries were both calcified slightly. The descending aorta was locally calcified slightly. The physician planned to place the stent graft at z4 in the aorta arch. When he saw the delivery system before insertion into the patient, he felt something different from usual as the sheath looked to be slightly pulled, so he fixed it and inserted it from the right common femoral artery and advanced it. However the delivery system would not advance from the descending aorta to the aorta arch due to calcification. So he performed pull-through technique but it still would not advance. So he gave up on this device and replaced it with another one in the same size (lot unknown), and this replacement had no problem to be advanced to the target site. He placed the stent graft to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a 79-year-old male patient underwent tevar with a zta-pt-42-38-173-w1. There was severe tortuosity in the descending aorta and the common iliac arteries were both calcified slightly. The descending aorta was locally calcified slightly. The target site was aorta arch to zone 4. When the physician saw the delivery system before insertion into the patient, he felt something different from usual as the sheath looked to be slightly pulled, so he carefully moved the sheath 1-2mm forward to fill the slight gap between the dilator tip and the sheath tip. He inserted the device from the right common femoral artery and advanced it. However, the delivery system would not advance from the descending aorta to the aorta arch due to calcification. So, he performed pull-through technique but it still would not advance. So he gave up on this device and replaced it with another one in the same size (lot unknown), and this replacement had no problem to be advanced to the target site. He placed the stent graft to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Review of the device history record gave no indication of the device being produced out of specification. In the reported event the physician noticed a gap between the sheath tip and the dilator tip before inserting the delivery system into the patient and he pushed the sheath forward. The IFU states ¿if damage has occurred, do not use the product; instead, return the product to cook¿ and ¿take care not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath.¿ it was not possible to evaluate the sheath and dilator tip since the device was not returned for device evaluation it is likely that using a flawed device contributed to the advancement difficulties. It is noted that severe tortuosity was reported in the event. According to IFU ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization. A vascular conduit technique may be necessary to achieve access in some patients.¿ cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.